Manufacturer narrative:
Reporting institution name: (B)(6) hospital. Analysis was performed a philips authorized service provider (asp) which included interviewing the customer who indicated the spo2 measurements were inaccurate; however, no specifics figures were provided. The customer indicated the blood oxygen probe is faulty and stated they will replace it to resolve the issue. The customer purchased a non-philips blood oxygen probe, although the asp provided fast blood oxygen probes to the customer. The customer has confirmed the unit is not working as intended at the moment. Based on the information available in the case and provided by the philips asp, the cause of the reported problem was not confirmed. The alleged malfunction was confirmed. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
The customer reported that blood oxygen saturation value abnormal. The device was in use on a patient at the time of the event; there was no adverse event reported.